Event description:
It was reported that pump experienced malfunction, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before contacting support, and technical support later confirmed power cycles in pump history, reviewed reset information, and advised customer to follow up if malfunction occurred again.